Event description:
Additional information was received indicating fluoroscopy was done but was unable to conclusively determine the point of fracture of the right atrial (ra) lead. At the changeout procedure, the lead to device header connection was checked and was secure. Both the ra and right ventricular (rv) leads were tested via a pacing system analyzer (psa) and exhibited additional high out of range pace impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) and right atrial (ra) leads exhibited high out of range pace impedance measurements and pacing inhibition. A revision procedure took place to explant this device for normal battery depletion (nbd). It was believed that this ra lead was fractured and the rv lead had damage to the lead body. While attempting to explant the rv lead, the physician applied light pulling pressure on the terminal pin and the lead broke about 3 inches below the pin. Both the leads were capped and abandoned. The patient had a normal sinus rhythm, however the physician planned to admit the patient to the hospital for a possible implant of a new system. No additional adverse patient effects were reported.